Event description:
Use of dexcom g6 sensor caused a very uncomfortable rash. Bright red, oozy, itchy and sting-y. The last 3 sensors and it progressively worsened. I had to find out it was an adhesive change, on (B)(6). I am taking increasingly aggressive to prevent this rash. FDA safety report ID# (B)(4).